Event description:
It was reported that a patient using the ilet for three days experienced hypoglycemia and had been pretreating and overcorrecting lows; the lowest documented glucose was 53 mg/dl, and education on best practices for treating lows was provided. Symptoms included malaise and headache with delayed return to feeling normal. Outcomes included resolution without need for further assistance or medical escalation. Investigation included review of patient-reported logs and troubleshooting with education. Investigation of this case revealed user management of hypoglycemia with oral glucose and a pattern of overtreatment contributing to low readings. It was concluded, based on previously established findings for similar reports, that user technique and behavior were the primary contributors.